Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had failed tower door. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 intermittently failed. A field service engineer removed center column from tower. Found latches already greased. Disconnected harness from controller board, clean connector, reconnected, and returned center column to station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.